Event description:
Procedure: lap gastric bypass. Patient sex: unk. Reportedly, the active blade broke while inside the cavity. The blade was retrieved and another shears was used to complete the surgery. There was no report of pt injury.